Event description:
A simplygo mini device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the device evaluation, the third-party service center visually inspected the device and found the unit noisy, low o2, irregular graph compressor contaminated and overheating, sieves recipes clogged, o2 side, airside defective. The device has been serviced, inspected, tested, and met all acceptance criteria. All test results have passed.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.